Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during an open rotator cuff repair, the tip of the needle broke-off. The broken tip was noticed after all of the sutures were passed. The doctor was getting ready to close when the scrub tech noticed that the tip was missing from the needle. The doctor searched with the scope before closing but no tip was found. No x-rays were taken to confirm. The doctor is confident the procedure was completed successfully.